Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report indicates: blank section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that their device would not detect its defibrillation electrodes during patient use. There were no reports of adverse effects to the patient as a result of the reported issue

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect its defibrillation electrodes during patient use. There were no reports of adverse effects to the patient as a result of the reported issue.